Event description:
Using multiband ligator rapid fire: the band is too large and does not ligate tight enough to hold the varix. The procedure was aborted and the pt was rescheduled for an additional procedure with a different product. Rptr writes to MFR, "I am writing to complain to you about your product. Today I had the occasion to use this multiband ligator. I had to use two band ligators. The holes in your rubber bands are too big, and they do not hold on to esophageal varices. This product is worse than useless, and it should be promptly withdrawn from the market."